Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient (pt) reported a recharger service code. Additional event details: pt reported getting code 4100 when trying to charge ins last night and reported they are having "major issues" with the device. Pt reported it took over 45 minutes to charge their ins up to 80%. Reviewed code 4100 meaning. Pt reported they are also having trouble connecting recharger with implant. Pt stated this all started in the last 3 months and has been getting progressively worse. Pt stated they do not like this new unit anymore due to this. Pt did not have time to troubleshoot on the call. Pt later called back to troubleshoot. They reported recharging is getting worse every time they charge for the last couple months. Tried a hard reset on recharger. Had them move the recha rger away from the lead. They always make sure to fully charge all equipment. Patient was charging directly against the skin, and not using the belt. They said, the belt doesn't work at all and they have to put it at an angle to find the stimulator, and the belts wraps more then once around them. The stimulator is pretty close to the surface and nothing is protruding. They said, it is almost like the recharge is too big. Their back has to be totally flat to charge. The curvature of their back is wrong so recharger won't lay flat to charge. The recharger finds the stimulator it pauses and starts beeping when they haven't even moved. They propped up recharger to a pillow, but this week that doesn't work. Patient said, they know they had a lot of scar tissue last time they got a device and they don't know if that is the issue. Patient only weights 105 pounds. Usually when they charge on monday's they are down to 65% and it only takes 35 minutes. This is the first time they haven't been able to charge a 100%. Each time it has gotten progressively worse. Patient wants a manufacturing representative (rep) to be at their appointment on wednesday. I suggested she call the doctor and have them call and request for a rep. Replacement recharger sent. Additional information was received on (B)(6) 2022 and patient is still still having difficulty with recharging that it takes a long time to recharge due to connection issues. Rep said when he tried placing the recharger vertically or upside down the recharging was fine. Rep said implant is titled toward one side slightly. Ts reviewed with rep that in light of the situation, a replacement recharger isn't going to resolve the issue. Rep insisted on a different recharger. (B)(6) 2022 worked great the first time and each time recharged since it has gotten longer. It is taking her a couple hours to get 100% charge. I asked her if she had the appointment with the doctor she brought up last time she called that was going to be on a wednesday. She said, she didn't see the doctor she saw the pa. I asked if the rep was there and she said he didn't show. Patient said she talked to the rep (B)(6) (last name asked unknown) (B)(6) last week and he was going to reach out to the doctor and she hasn't heard back from him. Patient when she recharges on monday she is usually at 65% ins battery life. Currently she is at 70%. Tried hard reset on recharger and that did not resolve the issue. The patient said she usually has to turn off the recharger and then recharge the recharger to 100%, and then the recharger will find the stimulator after 4-5 tries. I asked if the stimulator is below the incision or above the incision and she said it is pretty level with the incision. Patient confirmed when she is repositioning the recharger she leaves it for 30 seconds before repositioning. I told the patient I would send an email to the rep to request he call her back with update with conversation from the doctor and next steps. Sent email to rep and closed case.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID :wr9220 , serial# (B)(6), product type: recharger. Product ID: wr9220, serial# (B)(6), product type: recharger. Product ID: wr9220, serial# (B)(6) product type :recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that there was still an issue with the charger not connecting to the device and does not stay connected once it does connect. When asked what steps were taken to resolve the issue, they stated that the manufacturer kept sending them a new recharger. The issue was not resolved. They said they were able to successfully recharge the implant after a long period of time. They stated that at their 9/28 appointment, they spoke with their manufacturer representative (rep) and on 10/26 they sent another charger out.

Event description:
Additional information was received from the patient. They reported that there is still a problem with maintaining a connection. Every time they charge it loses connection, more often during the charging process. They were sent another charger, but after they use the new charger they have pain in the area of charging. They are successfully able to recharge their implant after several times of repositioning the charger to re-connect. Their ins is in their left butt cheek and just below the skin, not very deep. The patient is working with an hcp, and they are trying it for two months and documenting everything. Their last appt was (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.